Event description:
Boston scientific received information that this pacemaker was explanted after approximately 35 months. It was noted that the right atrial threshold measurements were high. There was a concern of premature battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned for analysis. Should additional information become available this report will be updated.